Event description:
The facility representative reported a colleague infusion pump with failure code 812:02. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. The user interface module software version is 6.13.90 - remediated colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed but not duplicated by baxter service personnel. The root cause of the condition was determined to be a faulty pump head module. The pump head module was replaced to correct the condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.